Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received: several years prior the patient had received radiation for prostate cancer. The patient also received chemotherapy.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what is the patients current condition? Good, has been released from hospital. What were the indications for surgery? Colon cancer. How was the leak identified? Patient presented with abdominal pain about 6 days post op. Leak was confirmed with CT scan. Was it a diverting colostomy or the area of concern dealt with? Diverting colostomy. What was the anastomosis staple formation appearance? Staples looked good. Small pinhole leak was identified intra-operatively. Leak was oversewn with suture. Surgeon noted that donuts were complete. When the device was fired, where was the indicator located within the green zone/gap setting scale? Yes. Was there audible and tactile feedback from firing the device? Yes. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch was felt and heard. Who fired the device? Assistant or the surgeon? User experience with the device? Surgeon, dr. (B)(6). He is experienced with ethicon circular staplers were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No.

Event description:
It was reported that seven days post-op of an open sigmoidectomy procedure, the patient developed a leak. The original procedure was done on (B)(6) 2015. The patient underwent a diverting colostomy procedure on (B)(6) 2015. It is unknown at this time if the colostomy is temporary or permanent, however, they will re-evaluate in three months. The device was disposed of.